Event description:
(B)(6) the facility representative reported a colleague infusion pump with failure code 12:309:219:0000. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the writer inadvertently omitted the explanation of the evaluation results, 510k number and the reporter source in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The user interface module printed circuit board was replaced out of precaution.

Manufacturer narrative:
(B)(4).